Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected for all channels which was above the acceptable threshold and aligned with the action level as determined by the regulations. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of sampling on (B)(6) 2023, for all channels: total microorganisms are 15 cfus. Above result includes 1 cfu of acinetobacter lwoffii (indicator microorganism), 14 cfu of coagulase negative staphylococcus. Conclusion: test result is non-conforming with result falling in the action level; device will be sent for repair. Test results of sampling on (B)(6) 2023, for all channels: total microorganisms are 10 cfus. Above result includes 1 cfu of acinetobacter genomospecies (indicator microorganism), 8 cfu of staphylococcus haemolyticus and 1 cfu of micrococcus luteus. Conclusion: test result is non-conforming with result falling in the action level; device will be in sequestration until cleared after further control sampling after disinfection.

Manufacturer narrative:
The device has been returned and evaluated.observations for the device: distal end cover (c-cover) insulation is less than threshold; charge couple device (ccd) lens is cracked; distal end rubber coating (a-rubber) adhesive is worn and separated; connecting tube has buckles; angulation is low; and biopsy channel has wear and tear.in addition, an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The microbiological quality of the device is satisfactory, for the parameters sought, for an endoscope subjected to level disinfection.evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Detergent is not used.during manual cleaning detergent used is anios excel d. Disinfection is not performed manually. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal/areas around the elevator.model numbers of the brushes used are not provided. Automatic endoscopy reprocessor (aer) device is wassenburg. Detergent and disinfectant used is not provided. The device is stored in a drying storage cabinet, model and name not provided. Maintenance of the device is by olympus.the device was not sterilized.a culture test was not performed for the aer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.